Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (damaged monitor case/connect ebelt messages) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, and remained connected to the belt trunk cable connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor or electrode belt. Manufacture dates: monitor: 3/19/2014, electrode belt: 8/8/2016.

Event description:
A us distributor returned a patient's monitor and electrode belt and reported that the monitor case was damaged and that the patient was experiencing "connect ebelt" messages.